Manufacturer narrative:
Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition with scratched screen. Investigation unable to download event history log for review. According to the investigation, the pump motor was activated, and the device went into error 1871. The investigation reported that the pump faulty motor caused the reported problem. Investigator?s replaced the pump faulty motor to correct the reported issue. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd legacy pump exhibited error code 1871. No adverse effects reported.